Manufacturer narrative:
(B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There were evidence of blood and charred tissue observed on the jaws and heater wire. The silicone coating on the jaws were observed to be intact, with no peeled or cracked areas. The heater wire was observed to be detached at the tip, bent at the center and remained attached at the base of the hot jaw. There were no other visual defects detected. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, it was noted that the metal within the jaws of bisector had become separated from the jaws(the heater wire was detached from the jaws but it did not fall completely off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, it was noted that the metal within the jaws of bisector had become separated from the jaws(the heater wire was detached from the jaws but it did not fall completely off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.